Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous concentric, 90% stenosed lesion in the distal right coronary artery (rca). Pre-dilatation was performed with a non-abbott balloon catheter. The 2.50x15mm nc trek balloon dilatation catheter (bdc) was advanced to the target lesion for pre-dilatation. The nc trek bdc was inflated to 15 atmospheres for 20 seconds. The nc trek bdc was removed from the patient anatomy and a non-abbott stent delivery system was advanced however, heavy resistance was felt during advancement. The nc trek bdc was advanced again to the lesion and resistance was felt with the anatomy. A balloon rupture occurred as the balloon was pressurized to 18 atmospheres for 20 seconds. A same size non-abbott bdc and a non-abbott stent were successfully used to complete the procedure. There were no reported adverse patient effects and no reported clinically significant delay in the procedure.